Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that there is no plan to explant the patient at this time. The patient remains implanted. This is the final report..

Event description:
The patient is reportedly experiencing limited progress. Revision surgery is under consideration.